Manufacturer narrative:
Taper ii. The access port associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the style and partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional info has been reported to allergan regarding the pt date of birth, diagnostic testing, pt history, or full implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Health care professional reported, "(device) was explanted due to tubing failure. A secondary procedure was not done. The surgeon stated that the tubing was friable and brittle in multiple places". Device was not saved.